Event description:
Boston scientific received information that post-implant procedure, this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing. Based on the appearance of the noise, wit was suspected that air bubbles were trapped in the device header. Only monitoring was done. There were no reported adverse patient affects and inappropriate therapy as a result.

Manufacturer narrative:
During lead insertion, air gets entrapped and compressed in the lead barrel. Escaping air from the setscrew may result in non-cardiac signals, sensed as vt/vf or pvc beats, thus leading to oversensing. This usually occurs shortly after implant and once the air has escaped, this type of oversensing will not be seen any more. This medical device remains actively in service without further issue. If new information were to become available, this report will be re-evaluated and updated.